Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and scratched reservoir tube window.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The mother declined to answer the outreach survey even though it was explained to her that the survey was FDA regulated. The mother did not want to return the reservoirs back for analysis. Instead, the mother insisted on having the customer's insulin pump replaced. The customer was sent a replacement pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.